Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure. According to the complainant, while unpacking the device, it was noted that "needle looks corroded" at the distal tip. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure. According to the complainant, while unpacking the device, it was noted that 'needle looks corroded' at the distal tip. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was received unopened in its sealed tray, along with the outer box and product labeling. No visible damage to the package was observed. Visual evaluation of the unopened tray found a crystalline deposit around the circumference of the base of the array, as well as around the tip of the cannula. The condition of the returned device was consistent with the complaint that the needle appeared "corroded," the complaint was confirmed. Analysis of devices with similar crystalline deposits found the substance to consist primarily of sulfur and oxygen, as well as smaller amounts of carbon, nitrogen, and phosphorus. The source of the foreign matter in past cases was determined to be an external process at the array supplier, which uses an electropolish compound. Therefore, the most probable root cause for this event is supplier manufacturing. There is an investigation in place to address this issue, and corrective and preventive actions have been initiated. A review of the device history record (DHR) was performed; no anomalies were noted.